Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided); cause was unknown, however the customer indicated they were reusing supplies. The customer declined to provide additional information regarding the issue.